Manufacturer narrative:
The device was returned for investigation. The smiths tampered seal label was intact, and the device in good condition, scratched screen. There was no evidence of the reported allegation found in the event log. A visual inspection and functional test were performed, and the reported failure was replicated. The root cause of the event can be attributed to a faulty downstream occlusion which will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device double beeps with no cassette during testing. No patient injury was reported.